Manufacturer narrative:
Date sent: information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a prolassectomy according to longo technique, the pt experienced bleeding and the bleeding was controlled without any further negative pt consequences. Device will not be returned.